Event description:
The complainant stated that the head down function does not work.

Manufacturer narrative:
The account isolated the issue to the control box. The control box was replaced to repair the bed.